Manufacturer narrative:
H6: ventec made multiple attempts to contact the initial reporter asking for the device's serial number, patient information, and whether or not it will be returned for an evaluation. As of this date, no further information has been received. In the event that additional information is obtained, ventec will submit a follow-up report as defined by 21 cfr 803.56. The device was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec has made multiple attempts to contact the initial reporter in order to obtain the device's serial number, but no response has been received. As a result, section d4 serial # and d4 primary UDI number are "unknown." Additionally, section h4 device mfg date shall be left blank. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low and that it was also delivering low inspiratory pressure. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details were provided. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.